Event description:
On (B)(6) 2006 - pt was implanted as part of the (B)(6) clinical trial. On (B)(6) 2010 - pt received a model 2001 sound processor following a normal battery depletion. On (B)(6) 2014 the esteem device was explanted due to infection and wound dehiscence.

Manufacturer narrative:
Pt was treated with antibiotics.